Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Lab analysis: based on the product analysis performed, the assessments of the complaints are: deflation: observed opening on radius side assessed as unidentified (tear) opening. Shell thickness within specification). As per the investigation procedure, creases, wear abrasion and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.